Event description:
Caller reported a cartridge alarm 20, and despite occurrences of cartridge alarms with consecutive cartridges, there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.